Event description:
It was reported that during a cryo ablation procedure when the sheath and integrated dilator/needle were advanced through the groin, resistance was felt. The guidewire was removed and it was noted to be bent. A new guidewire from another manufacturer was inserted and resistance was felt again. The guidewire was replaced again and the sheath was also replaced with another manufacturer's device. It was noted that the patient's blood pressure dropped, and then the sedation was reduced. The patient's circulation became unstable and a vasopressor drug was administered. The groin was examined with an ultrasound, and a groin bleed was detected. A vascular surgeon attempted to close the puncture site with a balloon, but it was unsuccessful. The case was aborted. The patient was not under general anesthesia. Reanimation measures which included cardiopulmonary resuscitation (CPR) were unsuccessful and the patient died in the cardiac catheterization lab.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.